Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer continued using the pump and was advised to call back if the issue reoccurred, which the caller acknowledged.